Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad tube lifter in the reported problem area of the pipette assembly. The tube lifter, six tip retaining clips, and all the tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.